Event description:
After 11 days of implant, this ICD was explanted for an infection. Ela medical was not aware of this case until october 5, 2006.

Manufacturer narrative:
Since the device was not returned for analysis, the production history and sterilization records were reviewed. Results: the records showed the device was manufactured, sterilized and released according to the applicable standard procedures. Moreover, it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, and this has already been described in the literature. Therefore, all available evidence indicates that the reported pain in patient's chest is related to the infection of the pocket. However, because the device is not returned for analysis, no final conclusion can be drawn.